Event description:
During a ptca treatment procedure, the maverick otw 15/1.50 mm balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic with this event. The lesion being treated was a calcified, 95% stenotic lesion in a proximal left anterior descending coronary artery. The maverick otw 15/1.50 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.